Event description:
A surgical technician reported that the surgeon felt he was not getting the vacuum he should during a procedure. The issue was resolved by replacing the cassette. There was no harm to the patient. A sample is expected to return for the product investigation. Additional information has been requested.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).